Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had a warning with an x and arrow with a book and question mark after she got into the pool with the insulin pump. Customer¿s blood glucose was 155 mg/dl. Customer stated that she received warning to change reservoir before open book image was displayed on the screen. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.